Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up, noise resulting in automated mode switch events was observed on the atrial lead. No patient symptoms were reported. It was noted that the patient had recently undergone a device changeout procedure. The lead was successfully explanted and replaced. During the procedure, an insulation anomaly was observed near the suture sleeve.